Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the handpiece was reported to overheat. The primary failure of the handpiece was rust/corrosion throughout the device. The cause of this rust/corrosion was not confirmed.

Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing.